Event description:
During an electrosurgical procedure, the pt return pad pulled away from the pt's leg. The pt sustained a 3rd degree burn at the pad site. The or staff discovered the burn at the completion of the procedure. Ointment and a dressing were applied.

Manufacturer narrative:
The pt return pad used was p/n 6050p, lot 0808151. This lot is due to expire in august 2010. This lot has no complaint history. The facility has indicated the generator will be returned for eval, however, as of this report, it has not been returned. Our service & repair department will follow up with the facility. This report will be supplemented as needed upon arrival and eval of the generator.